Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reportedly received a result of 5.7 mmol/l on the mobile system and 2.9 mmol/l on professional device within 10 minutes. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device.